Event description:
The account alleged the pt positioning monitor did not send a call to the nurse station. The bed will only place a local call.

Manufacturer narrative:
The account found the sidecom board was bad. The account replaced the sidecom board to repair the bed.